Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit. The esc and act buttons on the insulin pump were unresponsive when they attempted to clear the alarm. Customer's blood glucose level was 300 mg/dl. The device was not returned.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act button response due to corroded keypad traces. However, device had cracked and detached end cap. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button.